Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. Post stent implantation of a xience stent, cardiac performation was noted. The cardiac performation was resolved in an unspecified manner. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and the failure mode was not specified. The investigation was unable to determine a conclusive cause for the reported difficulties as a failure mode was not reported and there were no reported adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Based on new information received from the site stating the xience sierra stent did not cause the reported perforation this event would not have been reportable; however, since the initial report has already been filed, the event must stay reportable.b6: date of relevant test/laboratory data has been updated. D6a: implant date has been updated. H6: medical device problem code 2993 removed; 3189 added. Health effect clinical codes 2513 removed; 4582 added. Health effect impact code 4641 removed; 2199 added.

Event description:
It was reported that the procedure was to treat an unspecified lesion. Post stent implantation of a xience stent, cardiac performation [perforation] was noted. The cardiac performation [perforation] was resolved in an unspecified manner. Subsequent to the initially filed report, the following information was provided: the procedure was to treat a lesion in the distal left circumflex (lcx), left atrioventricular and left anterior descending (lad) arteries. On (B)(6) 2020, the 2.5x28mm xience sierra stent was implanted in the lcx and left atrioventricular artery. On (B)(6) 2020, a non-abbott stent was implanted in the lad and cardiac perforation was noted. The cardiac perforation was drained, pericarditis developed and treatment was required. On (B)(6) 2020, during the outpatient course, asymptomatic progress of anemia was noted; however, no obvious course of bleeding, but the patient's hemoglobin decreased from (B)(6) 2020 10.9 to (B)(6) 2020 hb 8.8. No abnormalities were seen in the contrast-enhanced computed tomography scan even with a positive fecal occult blood test. Gastrointestinal endoscopy had not been performed, iron deficiency was present, and iron administration was started. After that, the anemia improved. No additional information was provided.